Manufacturer narrative:
The two blades subject to this MDR were returned for evaluation. The manufacturing records were reviewed and all specifications were met. The returned blades were measured where possible and critical specifications were met. Upon visual examination, it was confirmed that the two blades were broken on the ground part of the mount. Replication testing was performed and the investigation results indicate that the blade breakage was most likely caused by excessive force, prying or change of direction during cutting. The label for these blades has a warning which states " do not use excessive force".

Event description:
It was reported that during a surgery procedure, two blades broke off at the mount. It was also reported that the broken portions did not fall into the surgical site and there were no pieces left behind in the pt. It was further reported that another blade was readily available and the procedure was completed successfully.